Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical service's confirmed the allegation, therefore the device was replaced. The explant date has not been provided at this time. The device is expected for return. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during on-going use, the device was showing premature battery depletion. Technical service's confirmed the allegation, therefore the device was explanted and replaced. No adverse effects were reported. Additional information: this report has been updated to include final analysis results.